Event description:
Customer reported that she had unexplained low blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that she was painting the outside of her house and she passed out because of low blood glucose. Customer also stated that she just filled her reservoir and the insulin pump is showing that the reservoir is empty. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No check settings alarm noted during testing. Unit alarmed after battery change. Unit was received with scratched display window, broken belt clip slot and cracked reservoir tube lip.